Manufacturer narrative:
(B)(4). Implanted year: 2014. Foreign country: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that patient had a elbow revision surgery due to loosening four (4) years post implantation. Surgical fibrillar was used as a cemented restrictor in the initial case, which the surgeon felt might have contributed to the poor cement mantle. Surgeon stated no sign of infection. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). No device was returned for evaluation. Reported loosening event was confirmed via radiography review. Periprosthetic lucencies along the dorsal aspect of the humerus hardware and abnormal orientation of the humerus hardware component (oriented towards the dorsal cortex/endosteum of the humerus) is suggestive of loosening, possibly related to paucity of cement in this distribution. Thinning of the cortex was also seen dorsally in the distal humerus, distal to the tip of the proximal component of the humerus hardware. On the frontal view, the hardware does not contact the adjacent bone at the level of the medial and lateral condyles, which may also be related to loosening. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Event description:
No further information available at the time of this reporting.